Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 3rd december, 2020 getinge became aware of an issue with powerled surgical light. As it was stated, ambient module hung above the operating area. The customer confirmed that there were no medical consequences. However, we decided to report the issue in abundance of caution, as upon the reoccurrence, such situation could lead to detachment of parts into sterile field and it may cause contamination.

Manufacturer narrative:
On (B)(6) 2020 getinge became aware of an issue with powerled surgical light. As it was stated, ambient module hung above the operating area. The customer confirmed that there were no medical consequences. However, we decided to report the issue in abundance of caution, as upon the reoccurrence, such situation could lead to detachment of parts into sterile field and it may cause contamination. The device involved in the event is powerled 700+ sf r k3 with serial number (B)(6) and catalog number ard568370935. Manufacturing date is 6th march 2013. It was established that when the event occurred, the surgical light did not meet its specification as the fault of ambient light module or its attachment, leading to detachment/hanging could be identified as a technical deficiency. Device which played role in this situation contributed to event. It is unknown if the device was being used for patient treatment while the issue occurred, however, the customer confirmed that there was no medical consequences. Manufacturer¿s subject matter experts have investigated the issue and concluded the detachment of the ambient module was caused by a collision or an excessive strain during the cleaning. The powerled-hled instruction for use mentions to perform daily inspections checking that the device has not suffered any impact and any other damage. The pwd-hled light head must be used according to the instructions for use. To prevent any degradation it is recommended to avoid collisions and to wipe the surfaces with a moderate effort and with a dry cloth to make sure that no liquid residue is left on the device after cleaning. According to the information provided by the customer, the issue occurred due to mechanical shock during usage. We believe that the devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.